Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed and the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an access set was found to have an inverted septum in one of the interlink ports. This occurred while in use on a patient (pt) during a percutaneous cardiac ablation procedure. While using the set to infuse blood, 4000 units of heparin were administered into the interlink y-site port closest to the pt. The cardiovascular surgeon (cs) then noted that there was a clot near the patient's heart. The cs ordered unknown laboratory values and noted that the septum of the interlink port had inverted and was no longer flush. An unspecified amount of heparin and blood was leaking out of this port, due to the inverted septum. The unknown laboratory values were reported to be not appropriate. The cs administered 2000 more units of heparin in a different, unspecified manner. The patient was extubated and woken up to check for signs of a stroke. No signs of a stroke were present at that time. The patient was then reintubated and the procedure was continued. The patient has recovered from this event and per the reporting nurse, the patient's neurological indicators were normal. On an unreported date the pt was discharged and reportedly doing fine. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number r11j19072 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device has been requested. Should additional information be received, a follow up report will be submitted.